Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, remains implanted. Concomitant medical products: item number: unknown, item name: unknown competitor cup, lot #: unknown, item number: unknown, item name: unknown competitor liner, lot #: unknown, item number: unknown, item name: unknown stem, lot #: unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It as reported patient dislocated approximately 6 months post-implantation requiring hospitalization. Attempts have been made and no additional information is available.